Manufacturer narrative:
H.3 evaluation summary: the device passed the electrocardiogram ram tests on vats. There was data corruption seen by the high number of high voltage charges. It was thought that electrogram data have been written to the diagnostic counters. It is believed that there was a problem in the mcm (multi-chip module).

Event description:
The pt went to the dr after receiving several shocks from the ICD. It was noted during interrogation that the diagnostic counters in the ICD were incorrect. It appeared that the electrogram data had been written to the diagnostic counters, causing inappropriate values to be written in the ICD memory and consequently making it appear that the ICD had reset. The ICD was explanted at a different hospital on 5/29/97 although sensing and high voltage therapy functions appeared to be performing normally at the time.